Event description:
It was reported to ge that the film bin drawer detached and struck the operator on the shin. Apparently, this caused a minor scrape and slight bruise to the skin. The unit was repaired and returned to service.